Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and a non-calcified left superficial femoral artery. Following the crossing of a non-bsc guidewire, a 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced to dilate the target lesion. Upon first inflation at 10 atmospheres with a duration of 10 seconds, the balloon ruptured. The device was completely removed as a whole unit. The procedure was completed with another of the same device and additional dilatation was performed with a 6mm-40mm sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of coyote balloon catheter with no other devices. There was contrast in the inflation lumen and balloon. Magnified inspection identified an 18mm tear in the balloon wall. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Other than the identified damage, there were no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and a non-calcified left superficial femoral artery. Following the crossing of a non-bsc guidewire, a 4.0mm x 220mm x 150cm coyote balloon catheter was advanced to dilate the target lesion. Upon first inflation at 10 atmospheres with a duration of 10 seconds, the balloon ruptured. The device was completely removed as a whole unit. The procedure was completed with another of the same device and additional dilatation was performed with a 6mm-40mm sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).